Manufacturer narrative:
Article citation: jaeger m, randquist c, gahm j. Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Plast reconstr surg glob open. 2026 mar 26;14(3):e7513. Doi: 10.1097/gox.0000000000007513. Pmid: 41907089; pmcid: pmc13021236. Clarification to d6a implant date: patient was implanted with this device for 13 years. Continued e.1. Phone number: (B)(6). Continued e.1 postal code: (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late additional contributing authors: charles randquist, md victoriakliniken, stockholm, sweden jessica gahm, md, phd victoriakliniken, stockholm, sweden; department of molecular medicine and surgery, karolinska institutet, stockholm, sweden.

Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "swelling" and "seroma". This record is for the right side. Device status unknown. This article involved a 61-year-old patient.